Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device powered on without any user interaction. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The biomedical engineer (bme) called technical support to report that the device powered on without any user interaction. The remote service engineer (rse) informed the bme that the latest version of the service manual is version t and communicated that the likely failure was with the user interface (ui) printed circuit board assembly (pcba) or power management (pm) pcba. The bme will confirm whether the fourth generation pm pcba is installed, and the rse provided the bme with the part number of the replacement ui pcba for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 25apr2025, 11may2025, and 21may2025 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.